Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(6), and the reported events could not conclusively be established through this evaluation. The account submitted log files for review. The pump remained above the low-speed limit and appeared to be functioning as intended. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). Multiple attempts for additional information were sent to the customer and no further detail was provided. The heartmate ii lvas IFU and patient handbook contain sections on ¿caring for the driveline,¿ and explain that all heartmate ii lvad drivelines have the potential for breakdown to occur depending upon the length of use and patient handling. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 15dec2015. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a superficial tear in their driveline cable. Technical services (ts) requested that the driveline tear be wrapped with fusion tape.